Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, was under infusing. It was reported the end user had the pump removed and upon removal it was noted the pump still had 12ml of the drug remaining and there was a lot of air in the bag. Per reporter when the device was placed on the patient there was no air. . No additional information is available.

Manufacturer narrative:
(B)(6).